Event description:
It was reported that the patient presented to clinic after receiving high voltage therapy. Upon interrogation, oversensing was observed via stored egms. Programming changes were recommended. Device to be monitored.